Manufacturer narrative:
The device was received deployed. Corrosion was observed on the pcb and the bottom battery. Due to the observed corrosion, a leak test was conducted. A leak was observed on the reservoir fill port, it was determined that this leak diverted fluid from the intended fluid path resulting in the observed corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was placed.